Event description:
The instructions in the ihealth covid-19 antigen rapid test I bought and used yesterday don't match the kit materials provided, so I had to guess how to use it; not sure if what I did was right. Specifically, the sample tube comes in several parts, including a separate small plastic container of liquid - which is not referenced anywhere in the instructions. I think I was supposed to put the liquid in the tube before processing my sample, based on past use of other test kits, but I'm not really sure. Also, the swab package directs the user to "open here" at the end where the soft swab thing is - whereas the instructions say not to hold it on that end and illustrates someone opening the swab packet from the opposite end where you're supposed to hold it. From past use of other test kits, I thought it strange that they'd direct you to open it at what I understand to be the "wrong end" and then I was validated when I saw the test kit illustration.